Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.